Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to low blood glucose. The customer reported other health problems and stated that he was diagnosed with stage 3 throat cancer and had been losing weight. No blood glucose reading was provided. The customer reported past events of a no delivery alarm and a reservoir leak. The customer stated that the drive support cap appeared normal and recessed. The customer was unable to complete troubleshooting at the time.